Manufacturer narrative:
The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxin, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: precautions: as with all transcutaneous procedures, juvederm ultra injectable gel implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed.

Event description:
Healthcare professional reported after injection of the dorsum of the nose with juvederm ultra, the patient developed an infection at the injection site 1 day later. Patient was prescribed medrol, levaquin, ceftin, valtrex, and an ancef injection. Symptoms have resolved.